Manufacturer narrative:
Evaluation summary: the products was not returned for analysis; the lenses remain implanted. The product history records could not be reviewed because the reporting facility did not rpovide a lot number or any identification traceable to the manufactureing documentation. The product investigation traceable to the manufacturing docuemntation. The product investigation could not identify a root cause for the reported complain. No enough infroamtion was provided form the account for further investigation. Additional information has been requested. (B)(4).

Event description:
A surgeon reported "I went through a report by a surgeon (B)(6) who had a re-operated in 10 patients with persistent symptoms of negative dysphotopsia with alcon iq lenses. He prolapsed the optic of the lens out of the capsular bag in some of his patients and the symptoms of negative dysphotopsia disappeared." Additional information has been requested.